Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: a72400 (lot: rf8rb0kynfa); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was last weekend the patient noticed that their implanted neurostimulators battery was still at 100% charge. The patient was able to get the implant charged to 100% after a hurricane, but the patient did not know how the implant battery still had 100% battery. The patient noted that they had been trying to keep up on their therapy and everything but the handset (rf8rb0kynfa) was stuck on the screen that said to make sure the communicator was powered on, but when the patient pressed the button it did not move to a different screen for the screen was frozen. Why explaining reason for call pt said the communicator was working and communicating to the ins. During the call the patient verified that the handset was working and they were able to connect to their settings. The therapy was off, so the patient turned the therapy back on. Pt was on group a at 3.7 the ins battery went from 97% to 96% on the call. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was several times since implant the pts therapy would turn off on its own. Patient noted the rapy did not always keep their pain level low and they did not know if that was their fault. The day before yesterday the patient was at 100% and now it did not hold a charge very long, it might not be 24 hours. Patient wanted to have the device taken out because it was driving them crazy. During call patient service walked patient through turning therapy back on. Agent reviewed to start recharging once the implant has reached around 30% . The troubleshooting steps that were taken on the call resolved the issue. Patient called back and repeated previously documented information. Patient was concerned because they seem to have to charge at least every 24 hours. They didn't have time to charge yesterday and noticed their stimulation turned off, so they inquired on how to turn that back on; agent reviewed information. While on call, the patient was charging and had gotten up to 10%, then 20%. Patient said on wednesday night they had charged the implant to 100%, but today it had gotten so low that therapy turned off. Agent reviewed they may want to follow up with their hcp to meet with a rep for reprogramming to see if charge frequency could be more spaced out while still alleviating their symptoms. Patient called back and stated they were able to adjust the intensity and everything is working. Patient called back stating they needed help adjusting stim. Agent walked caller through trying to connect with the my stim app and patient was in an active recharging session (ins was 90%). Agent reviewed with caller that in order to increase stim we will have to stop charging. Caller stated that is fine. Agent walked caller through connecting to the app; turning stim on (it was off as it likely discharged) changing groups and increasing intensity. Caller stated they had been having pain again. Agent reviewed if therapy adjustment does not resolve; follow up with hcp.